Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment was confirmed upon visual inspection but not replicated during testing. . The set was visually inspected and a ballooned area approximately 1 in. Long and 0.4 in wide was observed at the top of the silicone pump segment tubing. Functional testing was performed and the fluid flowed freely and the set showed no signs of ballooning. No leaks were observed. The root cause of the customer¿s report of a ballooning silicone segment was not identified.

Event description:
The customer reported that during a gravity infusion the user noticed a 1 inch bulge in the silicone segment. There was no report of patient harm. Although requested no additional event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was in the e.r. And noticed a bulge in the silicone segment.